Manufacturer narrative:
Insulin pump received with no left arrow or return button response due to broken keypad traces. Unable to perform any functional testing due to no button response. Insulin pump powered up properly after battery installation. No blank display noted. No unexpected post-reset ram crc alarm alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and pump error. The customer¿s blood glucose was 230 mg/dl at the time of incident. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.